Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1: patient initials are unavailable. H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. B01, c19, d14 are all applicable to the system checkout. The exports/logs were returned for clinical analysis. The analysis determined the most probable cause for the deviations experienced in the or is platform or patient shift that happened after registration. The possibility that all the trajectories deviated in the same direction, further highlights a shift as the cause. B01, c13, d11 are applicable to the clinical analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that all screws were inaccurate. The left side was lateral on all levels, the right side was medial on all levels, and all of the screws were inferior. The site used CT to flouro registration. Navigation was reported as accurate. The surgeon removed all of the screws and completed the case free handedly with the c-arm. The guidance system and navigation was aborted. There was no patient harm and the procedure was delayed longer than an hour. Additional information received from a manufacturer representative reported that the deviations were between 3.5mm and 10mm, but closer to 10mm.